Event description:
Pt with leaking saline implant on the right placed 17 yrs ago. (Appeared to be leaking from the seam around the implant valve.) Left breast implant was laterally displaced in the pocket with capsule formation intact.